Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to flooding inside the cable. The cause of the flood could not be determined. The event can be detected/prevented by following the instructions for use which state: "about flood inside, we confirmed the contents of the instruction manual and found the description below. We judge that the phenomena can be prevented by the description. Never bash or drop this camera head. This could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the camera head blacked out. The issue occurred when preparing the device for use in a therapeutic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. During device evaluation at olympus, it was found the complaint was confirmed and the image blacked out due to water invasion in the cable. Also, evaluation found the main body was flooded, the scope mount was corroded, the connector electrical contact was corroded, the cable was loose and twisted, and the main body was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.